Manufacturer narrative:
Manufacturing date is not on the label as pi, but it is known so field h4 has been completed with this information. The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported an electrical safety incident involving a hospital engineer during a scheduled preventive maintenance (pm) procedure. The incident resulted in a localized skin burn.